Manufacturer narrative:
The device was returned to the resmed technical services in (B)(4) and an evaluation was performed. On power up, the astral device displayed a system fault 65, therefore, the reported issue was confirmed. The evaluation found that the software in the pneumatic block needs to be recalibrated. The device was serviced, calibrated and tested before it was returned to the customer. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed a system fault (sf 65) error message. The device was not in use when the fault occurred; therefore, there was no patient involvement.